Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1104 "backup alarm failed" alarm occur occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to request the purchased options after replacing the central processing unit (cpu) printed circuit board assembly (pcba) to resolve a 1104 "backup alarm failed" alarm error. The remote service engineer (rse) provided the bme with the requested purchased options and the bme reported that the option code restoration was successful. The investigation is ongoing.

Manufacturer narrative:
H11: per good faith effort (gfe) response received on 15jan2025, the biomedical engineer (bme) confirmed that the 1104 "backup alarm failed" alarm occur did in fact occur at power on self-test (post). Based on this information, this is not a reportable event.